Event description:
Customer called to report a fluid leak of approximately half of a milliliter from the cartridge chemistry (cc) sample probe of the unicel dxc 600 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the same day, the field service engineer (fse) inspected the instrument and found that the sample syringe assembly was loose. To resolve the issue, the fse tightened the loose assembly as part of routine maintenance. The fse then verified instrument performance, including acceptable calibration and control results, to ensure that the services performed effectively resolved the instrument issue. The issue was resolved by the routine service call.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).